Event description:
The end-user called on 11/26/2012 to report that on (B)(6) 2012, she was trying to take a shower, sitting on the unit, when the chair collapsed beneath her, and she hit her leg, arm, shoulder, back and head. The emt's came and took her out of the bath. The user did not go to the hospital, but sat at home and laid in bed. The emt's stabilized her and tried to convince her to go to the hospital, but she said she did not want to. The user was going to the emergency room that night, per her doctor's instructions. The left side of her head and neck were hurting, and she had difficulty swallowing. On (B)(6) 2016 the complaint was revisited by the (B)(4) to compass health brands, and a case was opened in the complaint management system for tracking purposes.

Event description:
Supplier information regarding malfunctioning device made available (fgb65100 0000 adjustable bath & shower seat).